Event description:
Per the surgeon, the patient experienced a loosening of the abutment which was replaced under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on september 11, 2023.